Event description:
The complainant has reported that a male patient underwent a therapeutic procedure to place an esophageal stent for treatment of a 10cm area of stenosis due to esophageal cancer. The deployment suture broke when the stent was partially deployed. The deploymement sequence could not be completed. The device was removed and replaced without issue or consequence to the patient. The patient status is noted as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.